Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Two batteries were exchanged and returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. (B)(4) passed visual examination and functional testing; the analyzed device performed per specification under testing conditions and was unable to duplicate the reported event at bench level. (B)(4) passed external visual inspection but failed functional testing due to a faulty cell. Review of the controller log files revealed power switching events corresponding to (B)(4) ; analysis indicated this likely occurred due to a failure in communication between the controller and a battery. Analysis of the battery (B)(4) revealed that the device failed to meet specifications; the battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue and is being investigated under a manufacturer's internal investigation. (B)(4) was distributed to reinforce proper power management. Testing confirmed a battery malfunction known to cause rapid power depletion of batteries. The root cause of the reported event is most likely a faulty internal cell pair. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. (B)(4): the returned battery passed external visual inspection but failed functional testing. During functional testing, the battery exhibited early depletion of a cell pair. Log file analysis did not reveal that this battery was included in any battery related abnormalities on or around the reported event date. On (B)(4) 2014, heartware issued a field safety notice ((B)(4)) to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The company is seeking this information through the event investigation.

Event description:
The patient reported that two of his batteries are no longer holding charge appropriately. He states he is getting about half the battery life he used to get (only 2 to 3 hours each). They were removed from use and returned to the manufacturer. Analysis of the returned device found faulty cell on one battery.